Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The plunger had been over-rotated. The device returned had the capsule separate from the delivery system and the trocar needle was advanced. No blood/tissue present. The analyst was to grab remaining piece of the plunger shaft, and it pulled back easily, which would have released the capsule if still attached. Push/pull wires looked fine, no visual defects.

Event description:
The hcp reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. The handle plunger broke during the procedure. No serious injury to the patient was reported.